Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the monitor was black. There was a defect found on the hdmi cable. After replacing the cable with a normal hdmi cable, the monitor ran normally, but again turned black after a bit. It was not possible to run again. The representative went to the site another day and replaced the surgeon monitor and the cable. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the monitor was black on the navigation system. During initialization/startup the medtronic logo is visible, but then the main cart monitor turns black, blue, red, or the input has a lot of artifacts. If the hdmi input cable is reconnected, the monitor is always black. There was no patient present when this issue was observed.